Event description:
The customer reported that the physician was doing an aorta root shot to help visualize the renal arteries on a female to help rule out renal disease. He reported that he was using the t-bar on the injector to advance a small amount of contrast out of the distal end of the catheter to help the physician to visualize the proper placement of the pigtail catheter. He did not see the contrast coming out of the catheter so he tried to advance the t-bar even farther to inject a larger amount of contrast through the catheter to help them to visualize the renal arteries. Customer reported that he and the physician did not realize that the stop cock to the manifold was turned off to the pt. Having the stopcock turnoff caused pressure to build up in the injector tubing which then caused the tubing to become detached and then caused the injector to run at a very fast rate which resulted in contrast squirting onto the floor. He reported that there were no injuries to the pt or staff since the injector was properly pointed down and away from the pt.

Manufacturer narrative:
Neither lot number nor complaint sample was provided to us by the reporter. Each lot sample of this product is tested with 1300 psi which is greater than the standard pressure used, which is between 75-1200 psi in clinical practice. The field service engineer eval of the injector involved revealed that the injector was operating within manufactures specifications per the maintenance section of the illumena service manual pn 900955. Fse spoke with the radiology technician and bio med engineer and found out that while the customer was using the fill bar to do scout injections that the operator accidentally left the stop cock closed and the tubing blew off the syringe tip under the resultant pressure. He reported that there were no injures to the pt or staff since the injector was properly pointed down and away from the pt.